Event description:
It was reported to boston scientific corporation that an advanix biliary stent was placed in the common bile duct of a patient. Three to four months later, the patient returned for a scheduled stent removal procedure on (B)(6) 2015. According to the complainant, while attempting to remove the advanix biliary stent, the stent broke into three pieces. The physician attempted to remove the broken pieces using a snare, but was not able to do so. Therefore, a balloon was used to remove the broken pieces from the patient. After using the balloon to remove the remaining pieces, the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual evaluation was performed and found that the stent was torn at approximately 7.4cm and 8.7cm from the distal end. The proximal section of the broken stent was missing. Discoloration of the stent was noticed at the base of the distal barb. The issue was identified during procedure and inside the patient. Using a snare is a standard biliary stent removal technique. Force on a snare wire can cut or tear the stent during the removal procedure. The damages on the stent were located in the proximal side of the stent where the snare wire is typically placed to grab the stent. The failure modes most likely occurred during the stent removal. Therefore, ¿operational context¿ was selected as the most probable root cause of the complaint. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was placed in the common bile duct of a patient. Three to four months later, the patient returned for a scheduled stent removal procedure on (B)(6) 2015. According to the complainant, while attempting to remove the advanix biliary stent, the stent broke into three pieces. The physician attempted to remove the broken pieces using a snare, but was not able to do so. Therefore, a balloon was used to remove the broken pieces from the patient. After using the balloon to remove the remaining pieces, the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.